Event description:
The customer reported that the system x-ray button would not work. It was later discovered that both the hand and foot switch would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.